Event description:
It was reported that the insulin pump alarmed motor error after it had been soaked in a river. The blood glucose reading was 120 mg/dl. The customer stated that there was moisture noted in the insulin pump and that the keypad was unresponsive. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to moisture damage force sensor. Insulin pump had moisture damage noted to electronic assembly. Motor tested outside device and passed. No motor error alarm noted during testing. Insulin pump had an intermittent button response due to moisture damage to keypad traces. Insulin pump had a cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.